Event description:
Related manufacturer reference number: 2017865-2022-48844. It was reported that the patient presented for a leadless pacemaker implant procedure. During procedure it was noted that the physician had difficulty navigating the delivery catheter to the right ventricle. After positioning the leadless pacemaker, it was noted the impedance was high and out of range. The physician repositioned the device under transthoracic echocardiogram (tte) to potentially an anterior location based on fluoroscopy. Upon fixation, high impedance and high capture thresholds were noted. The leadless pacemaker then exhibited failure to capture and the physician repositioned the device. A pericardial effusion was noted as the physician pulled back the delivery catheter to the inferior vena cava. Pericardiocentesis was performed to resolve the effusion. The physician performed chest compressions and chest cracking to massage the heart in order to stabilize the patient. The patient eventually expired.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.